Event description:
(B)(4).

Manufacturer narrative:
As reported the event was caused by not following the instruction for use. The use of the ventilator in the mr environment requires among others that a gauss line beyond which the ventilator should not be placed is marked on the floor, the wheels are locked and that only trained operators in the mr procedure operate the ventilator. All this is contained in the mr environment agreement. Our records show that the site signed the agreement which implies that prerequisites for use of the ventilator in the mr environment were put in place at the facility and should have been followed. Our conclusion in the matter is that the event was caused by not following the conditions of use of the ventilator in the mr environment. (B)(4).